Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification in the vessel. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the lower extremity iliac artery which was moderately tortuous, heavily calcified and 99% stenosed. After a winn 200t crossed the lesion, an attempt was made to replace the winn 200t guide wire with the high torque (ht) command guide wire. However, the ht command guide wire failed to cross the lesion. There was reported resistance met with the lesion during the advancement and removal of the ht command. The ht command guide wire was replaced with a non-abbott guide wire to successfully complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.